Event description:
It was reported to philips that the heartstart xl defibrillator was leaking current out of range and the device did not pass the electrical safety check. There was no pt involvement.

Manufacturer narrative:
(B)(4).